Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during an embolization treatment procedure, the coil detached inside the microcatheter. The patient was undergoing treatment in the hepatic artery. A .022" 130cm tangent microcatheter was placed in the vessel and continuous flush was maintained. Both a 5.0mm x 8.0cm and a 6.0mm x 10cm fibered-interlocking detachable coil (f-idc) were advanced separately through the catheter without issue and each time, the physician determined the selected coil did not adequately fit the area to be treated. During removal, both coils detached while in the hub of the microcatheter, external to the patient. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good. However, device analysis revealed the core wire of the 6.0mm x 10cm f-idc was broken.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed the introducer sheath, pusher wire and coil were returned. Visual analysis observed the coil was inside the introducer sheath with the arms of the pusher wire and coil interlocked. Blood was present inside the introducer sheath. While still in the introducer, the pusher wire was noted to be stretched and a kink was identified 74.5cm from the proximal end. The twist lock was not fully opened and dried blood was present. An attempt was made to advance the coil without success. The introducer sheath was cut and the coil was removed. The coil was inspected; blood was present on the fiber bundles, but no other anomaly was noted. Microscopic inspection revealed the zap tip shape and surface were smooth. The interlocking arm of the main coil was inspected and while no damage was noted, the arm appeared to be rough due to dried blood. The interlocking arm of the pusher wire ss coil was inspected and no damage was noted; however, the core wire was broken. The pusher wire was found to have become progressively more stretched from the mid to distal end. The main coil dimensions and pusher wire dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the device was used with an incompatible catheter. The dfu states "the interlock fibered idc occlusion coil is designed to be delivered under fluoroscopy with a 0.021 in (0.53 mm) inner diameter (i.d.) Microcatheter (e.g. Renegade microcather with one or two radiopaque (ro tip markers)." (B)(4).